Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa) and anterior tibial artery (ata). A 2 mm x 20 mm x 142 cm coyote¿ es balloon catheter was advanced for dilation. However during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR .:returned product consisted of a coyote es balloon catheter. The balloon was tightly folded with blood in the hub, balloon and wire lumen. Microscopic inspection revealed damage (pinhole) to the balloon material, located over each markerband. The markerbands had no damage or apparent interaction with the damage to the balloon material. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa) and anterior tibial artery (ata). A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilation. However during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.